Event description:
Initially, it was reported that the patient was scheduled for generator and lead replacement for an unknown reason. During the surgery, device diagnostics resulted in high impedance (dc dc code - 7). It was reported that the lead pin was passed the generator connector block. The lead pin was removed and the surgeon noted that the pin was full of "crud". The pin was wiped clean and reinserted into the generator header. Device diagnostics were then within normal limits. The device was placed back into the generator pocket and device diagnostics were again within normal limits. The surgeon closed up the patient without replacing the generator and lead. Further follow-up revealed that there was no patient manipulation or trauma that may have contributed to the high impedance.